Event description:
On (B)(6) 2013, a sorin crm USA, inc. Representative called sorin technical services for assistance retrieving expertise files for a paradym crt-d 8750 sn (B)(4). According to the representative the patient had received 3 shocks due to noise sensing on november 4 and 5, 2013. The patient has an isoline 2cr-6 sn (B)(4)that is on recall. The isoline lead was capped and remains implanted. A new lead was implanted. Review of the patient file shows the rv lead impedance to be less than 200 ohms. The stored episodes show noise sensing on the rv lead consistent with the isoline recall lead failure. Preliminary analysis from the manufacturer confirmed that inappropriate shocks were delivered because of ventricular noise oversensing. Noise most probably originated from a lead issue on the right ventricular side.

Manufacturer narrative:
The final analysis from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
The final analysis from the manufacturer is pending. Method (other): since the device was not returned, programmer files were reviewed. Result (other): this case has been reopened as the device was recently returned. The analysis from the manufacturer is pending.

Event description:
On (B)(6), 2013 a sorin crm USA, inc. Representative called sorin technical services for assistance retrieving expertise files for a paradym crt-d 8750 sn (B)(4). According to the representative the patient had received 3 shocks due to noise sensing on (B)(6), 2013. The patient has an isoline 2cr-6 sn (B)(4) that is on recall. The isoline lead was capped and remains implanted. A new lead was implanted. Review of the patient file shows the rv lead impedance to be less than 200 ohms. The stored episodes show noise sensing on the rv lead consistent with the isoline recall lead failure. Preliminary analysis from the manufacturer confirmed that inappropriate shocks were delivered because of ventricular noise oversensing. Noise most probably originated from a lead issue on the right ventricular side.

Manufacturer narrative:
(B)(6) 2013- the final analysis from the manufacturer is pending. (B)(6) 2014- method: since the device was not returned, programmer files were reviewed. Result: please refer to the attached analysis, (B)(4). (B)(6) 2014- this case has been reopened as the device was recently returned. The analysis from the manufacturer is pending. (B)(6) 2014- please see the updated analysis from the manufacturer, (B)(4).

Event description:
On (B)(6) 2013 a sorin (B)(4). Representative called sorin technical services for assistance retrieving expertise files for a paradym crt-d 8750 sn (B)(4). According to the representative the patient had received 3 shocks due to noise sensing on (B)(6) 2013. The patient has an isoline 2cr-6 sn (B)(4) that is on recall. The isoline lead was capped and remains implanted. A new lead was implanted. Review of the patient file shows the rv lead impedance to be less than 200 ohms. The stored episodes show noise sensing on the rv lead consistent with the isoline recall lead failure. Preliminary analysis from the manufacturer confirmed that inappropriate shocks were delivered because of ventricular noise oversensing. Noise most probably originated from a lead issue on the right ventricular side.

Manufacturer narrative:
(B)(6) 2013. The final analysis from the manufacturer is pending. (B)(6) 2014. Method: since the device was not returned, programmer files were reviewed. Result: please refer to the attached analysis, sor130543. Device was not returned.

Event description:
On november 13, 2013 a sorin crm USA, inc. Representative called sorin technical services for assistance retrieving expertise files for a paradym crt-d 8750 sn (B)(4). According to the representative the patient had received 3 shocks due to noise sensing on (B)(6) 2013. The patient has an isoline 2cr-6 sn (B)(4) that is on recall. The isoline lead was capped and remains implanted. A new lead was implanted. Review of the patient file shows the rv lead impedance to be less than 200 ohms. The stored episodes show noise sensing on the rv lead consistent with the isoline recall lead failure. Preliminary analysis from the manufacturer confirmed that inappropriate shocks were delivered because of ventricular noise oversensing. Noise most probably originated from a lead issue on the right ventricular side.